Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawer did not open when attempted to issue medication. Customer stated that after troubleshooting the issue was resolved and they had to re-issue the medications. There were no adverse events or injuries reported based on this incident.